Manufacturer narrative:
The vascade mvp was not returned for evaluation as the single device was discarded by the user facility. No further investigation could be performed.

Event description:
It was reported that a patient required vascular surgery due to an arterial complication post an electrophysiological study (ep) procedure. The physician reported that collagen was found inside the intravascular vessel of the patient's vein from a previous procedure. The collagen was removed and discarded. There was no patient injury reported.